Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The patients clinic was notified that the implantable cardioverter defibrillator (ICD) had triggered an alert for "number of shocks delivered in an episode", "fast ventricular rate during at/af" and "at/af daily burden > threshold." Later, the patient presented to the emergency room due to receiving therapy from their ICD. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD had detected an atrial fibrillation with rapid ventricular responder (af w/rvr) as a ventricular fibrillation (vf) and delivered an inappropriate therapy. Follow up was conducted and no reprogramming has been completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.